Event description:
It was reported by the field clinical representative (fcr) that the healthcare professional (hcp) requested a review of recent non-sustained ventricular tachycardia (nsvt) electrograms (egms) for this right ventricular (rv). Technical services (ts) assessed and indicated that the rv lead exhibited noise on the right ventricular (rv) pace-sense channel but confirmed that pacing was not inhibited. The findings suggest a potential lead anomaly, although impedance remains within normal limits at approximately 350 ohms. Ts recommended performing isometric and pocket manipulations and sampling impedance. The first instance of nsvt with noise was recorded approximately one month ago, with a ventricular rate of 170 beats per minute. To date, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was explanted and replaced due to product performance reason. No additional adverse patient effects were reported.